Event description:
On (B)(6) 2022, a djo f&a sales support specialist received an email detailing the request for an mib removal kit to be shipped by the djo f&a inventory team to arrive at a hospital for a case scheduled on (B)(6) 2022 to remove a 200-24-016 (2.4mm x 16mm tiger cannulated screw), 200-24-022 (2.4mm x 22mm tiger cannulated screw), and 302-24-020 (2.4mm x 20mm gl locking screw) due to reported patient pain. The djo f&a sales support specialist emailed the facility contact on (B)(6) 2022 to request the following details and asked that the removed parts be returned with the removal kit after the case is completed. Physician name. Original implant date/location (if not at your facility). Any x-rays (pre/post removal). Patient information: gender, age, dob, weight, bone quality, any noncompliance, any comorbidities. After several written follow up attempts, no further information has been obtained at this time.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21 cfr 803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-16 below) as part of internal complaint handling activities. Patient age, patient date of birth, patient gender, and patient weight not reported. Catalog # and serial # not utilized by trilliant surgical. Date of event is unknown. The event is considered to be when the patient began to experience discomfort. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. All possibilities are listed below. Implantation date is unknown. Initial reporter fax not provided. Reprocessor name and address n/a to this report. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. The device(s) were not returned for evaluation. Per item 5 above, device manufacture date could not be confirmed. Only one 510(k) number was able to be inputted. The number corresponds to the tiger cannulated screw system. Additionally, (B)(4) is tied with the event for the gridlock screw system. No files attached to this report. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving an mib removal due to patient pain between february 2021 and february 2022. Three (3) similar complaints were identified. All three (3) identified complaints had root causes of unknown. None of these related events can be confirmed to contain parts from the same lot number as the reported event as the lot number for the reported event is unknown. Device history record (DHR) review: as limited information was provided by the reporter (even after written follow-up attempts were made), the lot numbers remain unknown. Thus, DHR review cannot be conducted. Review of surgical technique: minimally invasive bunion plating system, IFU 900-01-016 revision d, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual inspection: the parts were not returned. Thus, visual inspection did not occur. Dimensional inspection: the parts were not returned. Thus, dimensional inspection did not occur. Simulated use testing: limited information is available. Simulated use testing (e.g., using sawbones or cadaver bone) has limitations that prevent from being able to recreate "patient pain." Thus, simulated use testing was not performed. Investigation conclusion: similar complaints were identified. However, all three had a root cause of unknown, which did not provide further information towards the evaluation and determination of the root cause for this (B)(4). DHR review did not occur. Limited information is available regarding surgical technique. Thus, it is unknown if the user followed the IFU. The part was not returned and could not be inspected. Simulated use testing was not performed. As limited information is available, the root cause remains unknown.